Event description:
Complainant alleged that the ICU clinicians were treating a patient who had suffered from an anterial lateral myocardial infarction. The pt was presenting a full block type 2 bradycardia arrhythmia. The clinicians paced the patient with the ppm set a 60 and the ma set at 40. The clinicians reported that although the pacing pulses were present, there was no captured pace response in the patient's ECG. The complainant indicated that the patient survived the reported event, but that there was possible patient neurological damage from not being able to capture the patient's heart rhythm. The complainant indicated that there was no information available on whether or not the clinicians involved in the event attempted to increase the ma setting (current output) in order to gain patient heart rhythm capture. Zoll made several attempts to obtain this information. All attempts were unsuccessful.